Manufacturer narrative:
Ous MDR - the performance of the lead under complaint was scrutinized. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specs. In particular the electrical measurements proved to be within the spec. The cutting in the insulation occurred most likely during the surgery. The analysis did not reveal any sign of a material or mfg problem.

Event description:
Ous MDR - after an implant duration of 14 days oversensing was reported. No adverse pt side effects have been reported. The device was explanted.